Manufacturer narrative:
The impella cp was returned from the facility, however the introducer was not returned for investigation. A review of the clinical case revealed the introducer was prematurely split before it was removed from the femoral artery. The impella cp came out of position from the patient's left ventricle during this exchanging of the introducer for the repositioning sheath, and the catheter kinked when the physician attempted to recross the aortic valve. A review of the device history did not reveal any nonconformities. The root cause of the bleeding from the access site is most likely the splitting of the introducer prematurely. (B)(4).

Event description:
A male patient presented with st-elevated myocardial infarction and with a depressed ejection fraction. An impella cp was implanted through the left femoral artery on (B)(6) 2017. The impella cp came out of position of the patient's left ventricle soon after implantation, and the physician was unable to recross the aortic valve. The patient was also experiencing blood loss from the access site which prompted the clinical team to perform type and cross for the patient in preparation of administering blood replacement products, however no blood products were ever given. According to the clinical staff the introducer was peeled away before the introducer was completely removed from the vasculature, and the repositioning sheath was inserted in order to control the bleeding. The patient's bleeding did not subside, and the impella cp was removed. The patient was placed on a vassopressor for support and was reported to be stable following the removal of the impella cp.